Manufacturer narrative:
Device not returned. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. It was reported that this device was replaced with a smaller valve; therefore, it is possible that this event may have been related to a sizing issue. Unfortunately, the root cause of this event cannot be conclusively determined with the available information. No further actions are possible.

Event description:
In this case, it was reported that the valve was explanted at implant and replaced with another edwards valve, one size smaller. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No other details provided.

Manufacturer narrative:
A copy of the patient's op report was received indicating that this patient presented with severe aortic stenosis of his native valve and required aortic valve replacement. After the native valve was excised and calcium was debrided from the annulus, the subject device was seated excellent with the coronary ostia clear of obstruction. However, tee showed 2 paravalvular leaks, 1 very small and the other in the 1-2+ range. The patient was placed back on full cardiopulmonary bypass and upon inspection, it appeared that a suture had pulled through the patient's annulus. Several pledgeted sutures were placed to correct this, but there was still the same leak occurring. Therefore, it was decided to replace with valve with a device one size smaller. Pledgeted sutures were used for reinforcement in the area of the previous leak. This time, tee showed normal prosthetic aortic valve function with no new wall motion abnormalities. The patient tolerated the procedure well and left the operating room in good condition. Unfortunately, the explanted device was not returned to edwards for analysis. Regurgitation is considered to be a paravalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors have been shown to contribute to the development of pvl. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Although the root cause of this event cannot be confirmed with the available information, it appears that this event was likely due to procedural related factors.